Event description:
It was reported that the procedure was performed in the right internal carotid artery with mild calcification. The barewire workhorse 315 was used with the emboshield nav 6 embolic protection system(eps) as a longer guide wire was needed for the procedure. The barewire and eps were advanced to their intended location and then a non-abbott balloon was advanced with slight resistance with the barewire and eventually got stuck. An attempt was made to remove the balloon from the barewire, but significant resistance was noted. Therefore, the barewire, filter and balloon were all removed as a single unit. Another emboshield nav 6 was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulties appear to be related to circumstances of the procedure. There was no difficulty reported advancing the barewire and eps to their intended location. Reportedly, resistance was encountered when the non-abbott balloon was advanced, and the devices eventually got stuck. It is likely that during advancement of the non-abbott balloon catheter, damage or kinks to the barewire and/or balloon catheter occurred causing resistance and untimely resulting in the devices getting stuck together. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.